Event description:
It was reported that a pump was programmed to deliver medication at a rate of 80ml/hr (medication and programmed amount unk). The nurse observed that the IV container looked "full" and an occlusion was present above the pump. The customer stated that the pump did not alarm for the upstream occlusion. Additionally, the customer stated that preventive maintenance testing was completed and the device performed as expected.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and an upstream occlusion test was performed per the sigma preventive maintenance procedure with the uni passing. The device also passed additional upstream occlusion testing. A flow rate test was performed using the reported infusion rate and the device performed within specification. Review of the history lot supports the reported event parameters; however no malfunction could be identified. At this time, the date of event is unk.